Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled tubing while connected at the site. Blood glucose (bg) was 40 mg/dl. The customer consumed sugared treated and adjusted the basal rate settings to treat bg level.